Event description:
One endeavor sprint rx drug-eluting stent was implanted at the proximal lad. Following cec review it is reported that a non q-wave mi occurred, in the territory of the target vessel, the day after the index procedure. Patient was asymptomatic/free of symptoms at 30 day follow up. At 6 month follow up patient displayed stable angina. Patient as asymptomatic/free of symptoms at 1 year follow up. At 1.5 year follow up and 2 year follow up patient displayed stable angina. Patient was asymptomatic/free of symptoms at 2.5 year follow up.

Manufacturer narrative:
(B)(4). Evaluation, results: myocardial infarction.